Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate high voltage therapy following oversensing on the right ventricular (rv) lead. Insulation damage of the rv lead was observed during explant. The lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing and inappropriate high voltage therapy were confirmed. Visual inspection of the lead found an external insulation abrasion on the connector leg caused by friction to the device can abrading through the ptfe liner and exposing the outer coil. The reported events were isolated to the exposure of the outer coil in the abrasion zone.